Manufacturer narrative:
Corrected codes to reflect that reporter had advised that all strips in suspect vial had been consumed and were unavailable for return.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states that a patient reportedly received the following results on a performa meter, compared to a lab result, within 10 minutes: 436 mg/dl (performa) and 135 mg/dl (lab). At the emergency room 30 minutes later, the patient reportedly received the following results on a performa meter, compared to a lab result, within 10 minutes: 100 mg/dl (performa) and 52 mg/dl (lab). The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.